Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead kept dislodging. It was noted that the lead helix would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.